Manufacturer narrative:
The reported events of lead fracture, no capture and high lead impedance were confirmed. A complete lead was returned in one piece measuring 52.0cm. Analysis found fractured outer coil at 24.9cm to 25.6cm from the connector pin. The cause of the reported events was isolated to fractured outer coil consistent with rib clavicle crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called the physician¿s office stating that she was feeling light headed and dizzy. The nurse requested the patient send a remote transmission. Review of the transmission revealed, the right ventricular lead exhibited no capture and high impedance. The patient was in atrial fibrillation with a heart rate of 40 beats per minute. The patient was brought to the clinic for further evaluation; the device was programmed to unipolar configuration; relieving patient symptoms. The patient was hospitalized. An x-ray was performed, and it was noted that the lead was fractured due to clavicle crush. The lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition.